Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
The patient's wife reported that her husband experienced an allergic reaction possibly due use of a fresenius f160nr optiflux dialyzer. The patient experienced extreme itching. The patient used the nxstage system one and switched from the 170 cartridge to the 124 cartridge. The itch is extreme. The patient only had one treatment with the dialyzer resulting in itching the following day. The complaint was identified on a social medica forum and dates were not provided. No follow-up will be conducted; no additional information will be available for this complaint. No sample available.

Manufacturer narrative:
The reported complaint is not confirmed of a patient reaction to the dialyzer. A review of the batch product record could not be performed as a lot number was not provided. There is no allegation of product defect against the fresenius dialyzer.